Event description:
It was reported that during a peripheral orbital atherectomy procedure, a dissection occurred. The target lesion was 45mm in length, 70% stenotic and was located in the superficial femoral artery (sfa). The physician used a 6fr introducer sheath from an antegrade approach to access the lesion. The physician used a csi orbital atherectomy device (oad) to treat the lesion. The physician followed-up atherectomy by treating with a cutting balloon. A type a non-flow limiting dissection was noted in the sfa distal to the treatment site in the post-treatment angio. A cordis smart stent was deployed and a rival balloon was inflated for 120 seconds @ 7atms and resolved the dissection. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device not returned.